Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vv6 blade was dull and would not cut. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.